Manufacturer narrative:
Concomitant medical products: product ID 355018, lot# w59865, product type: accessory; product ID 3093-28, lot# v203935, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was getting 2 stimulation sensations when she was on program 1 . One sensation was on the left buttocks and one was in the left vagina. This started (B)(6) 2014. This was driving the patient nuts so she shut off the therapy. The patient still felt stim for 2 weeks after it had been shut off. The patient went to the hcp (healthcare provider) and they thought it was possibly a nerve issue. The patient does bike ride but figured it had nothing to do with riding a bike. The patient ended up turning stim back on to program 1 and started having 2 stimulation sensations again within 3 days time of turning it back on. The patient did this last week. The patient tried to turn stim down and it didn't resolve the issue. The patient turned stim off a couple days ago and the stim sensation in the vagina has not stopped. Later in the call, the patient noted she was now on program 3, having switched yesterday. The patient was told by the hcp to avoid program 2 because it does a real impact to the vagina. Program 3 ends up giving her a back ache and pain down the hip to her leg on the left side. The patient was on 0.5v and the back pain was gone. Stim was helping with her symptoms and isn't going to the bathroom. Hcp said there is only 1 lead instead of 2. The patient inquired if there were 2 leads, would that stimulate her in 2 different spots. The patient was going to the hcp on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.